Manufacturer narrative:
The main component of the system. Other relevant device(s) are: (B)(4), expiration date: (B)(6) 2017, (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the physician suspected a possible type iii separation endoleak at the junction of the endurant bifurcated stent graft and the endurant contralateral iliac limb. The physician implanted an endurant iliac limb. The physician stated that the type iii separation endoleak could have been misidentified and could be a type IV endoleak. Per the physician, the event most likely is related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.